Manufacturer narrative:
This is a follow up report to a medwatch submitted under manufacture report number 9617229-2020-17692. This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the identified photos: encapsulation and red particles in the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient has been experiencing pain and deformation. Physician confirmed capsular contracture, baker grade iii on right side. Patient has the risk to develop cancer and for this reason they developed depression and anxiety...moreover patient has a strong numbness on both sides and for this they cannot breastfeed. The device has been explanted.